Event description:
It was reported that the implant was removed due to peri-implantitis. Tooth site #28. Symptoms as a result of the event were bone loss, infection, loss of integration, abscess, edema, and inflammation.

Manufacturer narrative:
Zimvie complaint number (B)(4). B3: date of event unknown / not provided g4: PMA/510(k) numbers: k011028, k013227 a summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. G1: manufacturer contact email address was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H6: conclusion code was added: 4315. H10: narrative/data was updated.

Event description:
Upon review it was confirmed that peri-implantitis was noted approximately one month after the implant placement and was subsequently removed.